Event description:
The customer reported via phone call indicating that the insulin pump alarm no delivery. The customer blood glucose was 86 mg/dl. Customer resolved the alarm by resuming it and it work. Customer was advised to call when alarm occur in order to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.